Event description:
It was reported that an x-ray revealed that the device had a suspected loose pin. During the procedure, the loose pin was confirmed resulting in a loose lead and blood ingress in the device. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.